Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, about 3 years have passed since the subject device was manufactured and delivered, it was presumed that when the usage frequency was high, the lock of the connector socket was worn away due to repeated use, or the user attempted to pull out the video connector without lowering the locking lever and the lock failed. By this, it was presumed that connection became loose and the image disappeared when the endoscope cable was shaken. As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection determined that the device was observed with loose latch causing no image when cable is being moved. In addition, the top cover of the unit was observed with several scratches. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported failure is due to loose latch cable causing no image attributed to electronic component failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an asset return inspection a loose latch causing no image was observed. There was no patient involvement on this event reported. No user injury reported.